Event description:
Caller states that she tested 3.8 inr on the coaguchek xs system and 2.7 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer had any of the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.